Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system patient impact is unknown. Additional information has been requested.

Event description:
Add'l info was provided by the user facility indicating there was no pt impact/injury associated with this event.